Manufacturer narrative:
The device remains implanted. A boston scientific crm technical consultant reviewed the save to disk and discussed that voo pacing was not observed during the atrial ablation procedure and the physician had to pause during the procedure to allow for pacing to continue. The device was taken out of storage mode and turned to tachy off followed by monitor + therapy. The programming of monitor + therapy occurred after the atr episodes were stored in the device. The atr episodes show what appears to be electrocautery or ablation type noise. The brady mode during this time was ddd in order to allow for atr to be stored and one can see that the ventricle is being paced or inhibited depending on the noise. Voo cannot be permanently programmed on in the cognis device and would only be available if off electrocautery mode were enabled. There is no indication that the brady programming was ever changed using off electrocautery mode. Off electrocautery mode must be enabled for doo or voo pacing to be in effect. The pop-up message will remain on the screen until the mode is cancelled. The device appears to have operated normally per the programming at the time. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during the implant procedure; after this cardiac resynchronization therapy defibrillator was implanted, an ablation of the av node was performed. During the ablation, it was noted that the device was programmed to voo configuration and was not pacing. Pacing was inhibited and there were no spontaneous beats. Once the ablation procedure was stopped, the device began delivering pacing therapy. The device was successfully implanted and remains in service. A save to disk was performed and sent to a boston scientific crm technical consultant for review. No adverse patient effects were reported.